Event description:
It was reported that the device illuminated the service light and logged event codes in the memory. Physio-control's device evaluation/investigation found that it would not deliver defibrillation energy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and found the cause of failure to be an intermittent trace between the k1 and k2 relays.